Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to establish connection between their ipg and charger. As such, the patient was unable to recharge their ipg. As a result, the ipgs became inoperable. Troubleshooting was unable to resolve the issue. Patient does not have therapy. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2026 wherein the entire system was explanted to address the issue.